Event description:
It was reported that there was instability.

Event description:
It was reported that there was instability.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown shell, acetabular trident psl with purefix ha 50mm. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding instability involving an unknown shell, acetabular trident psl with purefix ha 50mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device history review could not be performed as the reported device lot code was not provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.